Event description:
The customer reported their coulter - coulter lh 750 hematology analyzer station needle bellows was not draining. Diluted blood leaked from the top of the bellows and the h and h received out of range on the 5c controls. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. On (B)(6) 2012, customer technical support (cts) guided the customer through troubleshooting over the phone and found tubing had popped off the needle cartridge. The customer resolved the problem by refitting the tubing. Onsite service was cancelled. The disconnected line was the waste line to the needle cartridge. The waste line of the needle cartridge contains blood and diluent during operation and cleaning agent at shutdown. Failure mode was the disconnected tubing.

Manufacturer narrative:
(B)(4).